Manufacturer narrative:
Biomérieux internal investigation was conducted. Investigational testing included: confirmation of organism identification as staphylococcus aureus. Pcr mec a/mec c: pcr mec c positive, mrsa confirmed. Agar dilution (reference method): oxacillin mic = 1mg/l susceptible. Cefoxitin disc diffusion: mic=15 mg/l resistant. Etest® fx: diameter = 12mm resistant. Vitek® 2 ast-p634 (customer lot): one test provided a cefoxitin screen of positive and oxacillin mic = 1 mg/l susceptible corrected to resistant, with pbp modification phenotype detected. One test provided a cefoxitin screen of negative and oxacillin mic = 1 mg/l susceptible, with acquired pase phenotype detected. Vitek® 2 ast-p634 (random lot): two tests: cefoxitin screen positive and oxacillin mic = 0.5 mg/l susceptible corrected to resistant, with pbp modification phenotype detected. The vitek® 2 ast-p634 oxacillin mic is in essential agreement with the reference method (agar dilution). The appropriate therapeutic correction rule is enforced when cefoxitin screen test is positive. The investigation obtained cefoxitin screen test positive on 3 of 4 ast-p634 cards leading to the detection of the pbp modification phenotype. Complaint history was reviewed; no trends for this complaint type were observed. There were no ncmrs related to this lot. The investigation concluded that the patient isolate is an atypical strain for vitek® 2 system rapid phenotypic ast testing method. Genetic measurement techniques (e.g. Pcr) and non-automated methods such as kirby-bauer disc diffusion and etest® are more conducive to testing isolates exhibiting this growth behavior. The vitek® 2 ast-p634 cards is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported a (B)(6) cefoxitin screen result for staphylococcus aureus in association with the vitek 2 ast-p634 test kit. The customer identified the discrepancy due to a (B)(6) result. The isolate was from an ear swab of a general practitioner patient (not in hospital). The customer first performed cefoxitin etest (B)(6)). The customer also performed (B)(6), and pbp2a latex (negative). Upon receipt of an organism that tests cefoxitin resistant via etest&#60192;the customer performed an ID and ast on vitek 2. The ast-p634 cefoxitin screen test was (B)(6), which would imply (B)(6)). In addition the ast-p634 (B)(6). The customer stated the discrepant ast-p634 cefoxitin screen had no impact to patient treatment or patient health. The ast-p634 results were not reported to the physician; the etest results were used for treatment decisions. Biomerieux has requested submittal of patient isolate for internal testing. An internal biomerieux investigation will be initiated.